Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc-leakage on (B)(6) 2025, a nurse discovered leakage while using an indwelling needle. She immediately removed the needle and reinserted a new indwelling needle into the patient. She promptly reported the incident to the head nurse and relevant personnel.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR/bhr review (lot # 5076358): 1). The products of this batch were assembled at intima ii auto line 2 in apr, 2025, and packaged at r240 & cfs package line in apr, 2025. Work order quantity was (B)(4) each. 2). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3). Review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not provide the defective sample. The specific location and condition of the leakage on the defective item cannot be identified from the photo. 3. The retained sample of this batch is taken for 45psi leakage test, the test result showed that no leakage was found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the returned photo does not clearly show the specific location or condition of the leakage on the defective sample, and the sample itself has not been received for further analysis, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.